Event description:
A report was received that the pt's precision system was explanted. No further information is available.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation. A review of manufacturing documentation of the explanted devices did not find any anomalies or deviation that potentially relate to the reported event.